Manufacturer narrative:
The index procedure was an elective case. Target lesion # 1: the target lesion was the mid lad. The lesion was reported to be: de novo, calcified, 19.5 mm length, vessel diameter of 2.5 mm, and type c. Rotablator therapy was conducted. The lesion was not pre-dilated. A cypher 2.5 x 23 mm stent (stent #1) was implanted at 20 atms for 30 seconds. The stent was not post-dilated. Ivus was done. The residual stenosis was 0%. The flow pre and post- procedure was timi 3. Target lesion # 2: the target lesion was the proximal circumflex. The lesion was reported to be: de novo, 20 mm length, and 2.5 mm vessel diameter. No additional lesion info was available. The lesion was pre-dilated/details not available. A cypher 2.5 x 23 mm stent (stent # 2) was implanted at 20 atms for 30 seconds. The stent was post-dilated with a 2.5 x 12 mm balloon at 20 atms for 30 seconds. Ivus was done. The residual stenosis was 0%. The flow pre and post-procedure was timi 3. It was not known if an act was done. Please note that device is distributed outside the united states; however it is similar to the united states product. The expiration date for the product is 02/23/2007 and for the second product the expiration date is 03/07/2007. Product is not available for evaluation and testing. Additional info will be submitted within 30 days of upon receipt.

Event description:
The report received from the affiliate indicated that approx fifteen mos after the index procedure, the pt developed difficulty breathing due to heart failure and was admitted to a different hospital. The pt was noted to be atrial fibrillation the next day and the pt's cardiac enzymes were elevated. Coronary angiography was done and thrombus was reported in the cypher 2.5 x 23 mm stent implanted during the index procedure in the mid left anterior descending (lad) target lesion from the proximal to distal edge. The very late thrombosis was treated by aspiration of the thrombus. At the time of the report, the pt was still hospitalized for treatment of her heart failure without complaints of chest pain. The pt had two cypher 2.5 x 23 mm stents with two different lot numbers implanted during the index procedure; one in the mid lad and one in the proximal circumflex target lesion. There was no reported problem with the cypher 2.5 x 23 mm stent implanted in the proximal circumflex target lesion. The physician's comment regarding the probable cause for the late thrombosis was that the cypher stent was under-dilated due to the lesion calcification, and also possibly due to the pt's diabetes and renal insufficiency (hd)